Event description:
It was reported that a lead could not attain good thresholds during implant. It was also noted that the lead was twisted and could not be inserted into the stylet. The physician opted to use a new lead. The patient was reported as stable.

Manufacturer narrative:
The reported events of ¿not attain good thresholds¿, twisted lead, and stylet could not be inserted were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures but did find shorting between conductors at the connector region. Stylet obstruction/restriction was found due to the inner coil being over-torqued at the connector region. Visual inspection found the outer insulation to be twisted throughout the lead body. X-ray examination found over-torque of the inner coil at the connector region. The cause of the reported events is consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.